Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while attempting to advancing the smart coil out of its introducer sheath and into the microcatheter, the physician encountered resistance, and the smart coil became stuck; therefore, it was removed. The procedure was completed using another smart coil, the same microcatheter, and n-butyl cyanoacrylate (nbca) injections. There was no report of an adverse effect to the patient.